Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial leadless pacemaker (ra lp) had high capture thresholds and exhibited premature battery depletion. The patient was asymptomatic. The ra lp was successfully retrieved and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Reported event of inadequate capture was not confirmed. Visual inspection noted the inner and outer helix were within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.

Manufacturer narrative:
H6 and b5 updated to reflect there was no premature battery depletion alleged as this was erroneously coded for.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial leadless pacemaker (ra lp) had high capture thresholds. The patient was asymptomatic. The ra lp was successfully retrieved and replaced. The patient was stable throughout the procedure.